Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer's blood glucose was 186 mg/dl at the time of the incident. Customer changed the battery and then received a failed battery test alarm and a battery out limit alarm. Customer stated that the pump alarmed after a battery change. Customer was assisted with clearing the alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer declined troubleshooting for the failed battery test alarm. Customer was advised to monitor the pump.